Event description:
It was reported the customer experienced a low blood glucose level of 31 mg/dl; due to customer incorrectly programming their settings. Reportedly, customer fell, hit their head, and bruised their arms and legs. Reportedly, the customer went to the emergency room and was admitted to the hospital¿s intensive care unit (ICU) due to their low bg. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.